Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to foreign objects in the air/water cylinder. In addition to the foreign objects found in the air/water cylinder, other evaluation findings are as follows: the control unit had a crack; the air/water cylinder and the suction cylinder had no color; there was a scratch on the switch box; the insulation resistance value at the distal end did not meet the standard value due to a crack on the bending section cover; the bending angle in the up direction did not mee the standard value due to wear of the angle wire; the image guide protector was damaged; the plastic distal end cover was dented; the connecting tube had a wrinkle; and the universal cord was scratched. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the air/water channel of the colonovideoscope was completely clogged. There was no report of patient harm. The device was returned, evaluated, and a foreign object was found in the air/water cylinder. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: operation manual: 3.8 inspection of the endoscopic system: inspection of the air-feeding function / inspection of the objective lens cleaning function olympus will continue to monitor field performance for this device.

Event description:
It was added that the reported event occurred during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The following fields were updated accordingly: b5. This report is being supplemented to provide additional information based on corrected information. The following fields were updated accordingly: b3.